Manufacturer narrative:
The reported events of noise, intermittent capture, high pacing lead impedance and ¿possible fracture¿ were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
Correction: b5, h6.

Event description:
New information received notes the lead had a possible fracture.

Event description:
It was reported the patient presented in the clinic for a follow up. Upon interrogation, it was observed the patient's right atrial lead was sensing noise, high pacing impedance and intermittent capture. The lead was capped and replaced. The patient was in stable condition.